Event description:
The rothnet device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. On (B)(6) 2012 us endoscopy received a medwatch report, (B)(4) regarding the following: "during a procedure, while the surgeon was attempting to tighten the device and pulling back on the handle, a piece of plastic on the handle came apart preventing the net from closing around a tissue sample. Staff removed the piece of equipment from the endoscope. They were still able to collect the tissue that the instrument was being used for. There were no remnants left in the patient. A new instrument was of the same or a different lot."

Manufacturer narrative:
The medwatch report indicates that the customer used another device to successfully collect the tissue and complete the procedure. There was no report that any portion of the device fell into the patient. Based on the information provided, there was no injury to either patient or user. Review of the lot history record indicates no problems in the manufacturing of this device.